Event description:
Very ill with autoimmune, chronic fatigue, rashes, tightening of skin, and hot around the implants. Vision and allergy problems, r.a, thyroid. Inflammation, seizures, fibro. I have been sick all over. FDA safety report ID # (B)(4).